Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the telemetry on the implantable pulse generator (ipg) showed brady episodes where pacing was expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.